Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Customer was provided pump reset information and planned to reset the pump at a later time.